Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump did not alarm when their insulin pump failed to deliver insulin. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.